Manufacturer narrative:
The field service engineer adjusted the wash station and changed the vacuum nozzle, tube and pump. They performed various checks, calibration, and qc which were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for multiple patients with the cobas 8000 cobas ise module between 13:10 and 14:53 on both ise 1 and ise 2. The following are examples of questionable results for 5 patient samples: sample ID (B)(6): the initial na result was 141.5 mmol/l. The repeated result was 136.2 mmol/l. Sample ID (B)(6): the initial na result was 150.7 mmol/l. The repeated result was 142.7 mmol/l. Sample ID (B)(6): the initial na result was 139.6 mmol/l. The repeated result was 131.4 mmol/l. Sample ID (B)(6): the initial na result was 145.4 mmol/l. The repeated result was 136.7 mmol/l. Sample ID (B)(6): the initial na result was 142.2 mmol/l. The repeated result was 135.8 mmol/l. The initial k result was 5.7 mmol/l. The repeated result was 5.35 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number on ise 1 was j8203 with an expiration date of 31-aug-2021. The na electrode lot number on ise 2 was j8262 with an expiration date of 31-aug-2021. The k electrode lot numbers and expiration dates were requested but not provided.